Event description:
Per dr (B)(6), the dissection (called a "perforation" on the hospital operative dictation) began with the transversing of the guidewire through the occluded portion of the sfa and increased with use of the silverhawk device. This was treated with pta and then stent placement. The event was resolved without additional sequela.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Suspected problem identified is results and conclusions.